Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there were issues involving tubing leaks that resulted in medication loss a few months earlier, which caused concern due to the loss of medication. One event occurred during sleep when the tubing was likely impacted, resulting in medication leaking onto the surrounding area. There were no reported patient involvement and harm.